Event description:
In 2005, the pt contacted lifescan alleging that his one touch ultra meter was reading inaccurately high with control solution. The pt obtained a control solution result of 224 mg/dl, which fell outside of the control solution range 92 to 125 mg/dl. A medical professional tested the pt's blood glucose level; the result was not provided. The customer care rep (ccr) walked the pt through 2, consecutive control solution tests; the results of 187 and 188 mg/dl fell outside of the control solution range. The meter, test strips, and control solution were replaced.